Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that the roller pump would not spin. The tubing got caught in the belt. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.